Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The customer indicated a patient was sent to emergency room (ER) with a high na result and retested with normal result. The customer reviewed other patient results and initially indicated twenty (20) patient results were affected. Upon further review, customer stated only two (2) patient results were affected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The customer indicated a patient was sent to emergency room (ER) with a high na result and retested with normal result. The customer reviewed other patient results and initially indicated twenty (20) patient results were affected. Upon further review, customer stated only two (2) patient results were affected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the failure mode as a defective ise buffer valve. The fse replaced the ise buffer valve and cleared the ise waste line to resolve the issue information not provided by customer. The beckman coulter internal identifier is (B)(4).